Event description:
It was reported by scheer et al in a publication entitled ¿seroma observed 6 months after anterior lumbar interbody fusion that included use of recombinant bone morphogenetic protein-2¿ (the spine journal (2015), doi: 10.1016/j.spinee.2015.05.033.) That the patient underwent an alif l4-5 and l5-s1 using rhbmp-2/acs. Two weeks post-op, the patient was doing well, without abnormalities seen on MRI. Six months post-op, the patient developed back pain. A seroma was observed on MRI at l4-5. An 8-week course of corticosteroids resulted in substantial pain relief. Per the authors, use of rhbmp-2 might have caused the back pain and seroma.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.